Event description:
It was reported that nurse stated the night shift claimed to be having issues all night, however they were unable to articulate what those issues were. They started to investigate and noted there was an alert 105 (cool patient end) on the device. The patient should be completed with rewarm at this time. At first the screen was frozen and unable to open the full graph screen. Turned device off and on. Based on review of event log and screenshot of graph it appears the cooling ended alert had been closed multiple times, but the rewarm was never started. Started rewarm. Flow rate was 3lpm. Per follow up information received on (B)(6) 2024 it was reported that therapy was completed on the male patient in his 40's without any impact. It was determined that not enough surface area was covered and advised to use universal pads. This resolved the issue.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that nurse stated the night shift claimed to be having issues all night, however they were unable to articulate what those issues were. They started to investigate and noted there was an alert 105 (cool patient end) on the device. The patient should be completed with rewarm at this time. At first the screen was frozen and unable to open the full graph screen. Turned device off and on. Based on review of event log and screenshot of graph it appears the cooling ended alert had been closed multiple times, but the rewarm was never started. Started rewarm. Flow rate was 3lpm.